Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported they stopped wearing their aligners due to getting lock jaw and they can barely open their mouth because it is too painful.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.